Manufacturer narrative:
Updated event description to reflect that the stent was not implanted in the pancreas, but rather it was implanted in the biliary.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered removable stent was implanted to treat a benign biliary stricture during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient has a history of sclerosing cholangitis. Two plastic biliary stents and a wallflex biliary uncovered stent previously placed in the patient. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. Baseline liver function tests were also taken on (B)(6) 2015. The patient underwent endoscopic retrograde cholangiopancreatography (ercp), CT scan, intraductal biopsy, and brushing imaging and tissue sampling. The results of the intraductal biopsy and brushing were both benign. On (B)(6) 2015 the stent placement procedure was performed as an inpatient procedure. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were not administered. Prophylactic nsaids were administered. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was not performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. The wallflex biliary rx fully covered removable stent was placed using ercp. Biliary stone extraction, brushing, and intra ductal biopsy were performed during the ercp procedure. The 10mm x 40mm wallflex biliary rx fully covered removable stent was placed in a satisfactory position across the stricture. On (B)(6) 2015 the patient presented with pain and elevated lipase three times the upper limit of normal. The physician confirmed that the patient had pancreatitis. The patient required medication and prolonged hospitalization. The pancreatitis was treated with ringer lactate and bowel rest for 48 hours. The pancreatitis had resolved on (B)(6) 2015 and the patient was discharged from the hospital.

Manufacturer narrative:
Additional information received on (B)(4) 2016. Infection (cholangitis).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered removable stent was implanted to treat a benign biliary stricture during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4) trial. The patient has a history of sclerosing cholangitis. Two plastic biliary stents and a wallflex biliary uncovered stent previously placed in the patient. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. Baseline liver function tests were also taken on (B)(6) 2015. The patient underwent endoscopic retrograde cholangiopancreatography (ercp), CT scan, intraductal biopsy, and brushing imaging and tissue sampling. The results of the intraductal biopsy and brushing were both benign. On (B)(6) 2015, the stent placement procedure was performed as an inpatient procedure. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were not administered. Prophylactic nsaids were administered. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was not performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. The wallflex biliary rx fully covered removable stent was placed using ercp. Biliary stone extraction, brushing, and intra ductal biopsy were performed during the ercp procedure. The 10mm x 40mm wallflex biliary rx fully covered removable stent was placed in a satisfactory position across the stricture. On (B)(6) 2015, the patient presented with pain and elevated lipase three times the upper limit of normal. The physician confirmed that the patient had pancreatitis. The patient required medication and prolonged hospitalization. The pancreatitis was treated with ringer lactate and bowel rest for 48 hours. The pancreatitis had resolved on (B)(6) 2015 and the patient was discharged from the hospital. Additional information received on (B)(4) 2016: on (B)(6) 2016, the patient presented with the following biliary obstructive symptoms: right upper quadrant pain, fever/chills, and nausea/vomiting. The patient was diagnosed with cholangitis, which was deemed to be related to the wallflex biliary rx fully covered rmv stent, and was hospitalized on (B)(6) 2016. The patient underwent a gastroscopy and colonoscopy. On (B)(6) 2016, the patient underwent an unscheduled biliary reintervention as an inpatient procedure for the management of biliary obstructive symptoms. The wallflex biliary rx fully covered rmv stent was removed from the patient endoscopically on (B)(6) 2016. Due to lack of stricture resolution, the patient underwent restenting and a plastic stent as well as a 10mm x 40mm wallflex biliary rx covered stent were implanted in a satisfactory manner. Reportedly, the reintervention was a result of a recurrence of the original biliary stricture and was associated with the event of cholangitis. The event of cholangitis has not yet resolved.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered removable stent was implanted in the pancreas to treat a benign biliary stricture during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient has a history of sclerosing cholangitis. Two plastic biliary stents and a wallflex biliary uncovered stent previously placed in the patient. Assessment of biliary obstructive symptoms was taken on (B)(6) 2015 and included fever/chills. Baseline liver function tests were also taken on (B)(6) 2015. The patient underwent endoscopic retrograde cholangiopancreatography (ercp), CT scan, intraductal biopsy, and brushing imaging and tissue sampling. The results of the intraductal biopsy and brushing were both benign. On (B)(6) 2015 the stent placement procedure was performed as an inpatient procedure. A pancreatogram was not performed during this stent placement. Prophylactic antibiotics were not administered. Prophylactic nsaids were administered. A prior biliary sphincterotomy had been performed and a prior pancreatic sphincterotomy had not been performed. A previously placed biliary stent was not removed at the time of this procedure. A biliary sphincterotomy was not performed during the stent placement procedure. A pancreatic sphincterotomy was not performed during the stent placement procedure. The wallflex biliary rx fully covered removable stent was placed using ercp. Biliary stone extraction, brushing, and intra ductal biopsy were performed during the ercp procedure. The 10mm x 40mm wallflex biliary rx fully covered removable stent was placed in a satisfactory position across the stricture. On (B)(6) 2015 the patient presented with pain and elevated lipase three times the upper limit of normal. The physician confirmed that the patient had pancreatitis. The patient required medication and prolonged hospitalization. The pancreatitis was treated with ringer lactate and bowel rest for 48 hours. The pancreatitis had resolved on (B)(6) 2015 and the patient was discharged from the hospital.